Event description:
Spontaneous call from patient: pump lost programming/unable to verify sn. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Strength: 10 mg/ml. Dose or amount: 48 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason: pah.